Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited increasing shock impedance measurements, including a high out of range measurement. A procedure was performed and substantial calcification was noted in the pocket. It was suspected the increasing shock impedance measurements were due to the calcification. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.